Event description:
Event description guidant received information that this pacemaker system has high thresholds. Several months ago at the implant, the ventricular lead (a non-guidant lead) was placed into the coronary sinus. Due to this the threshold was around 3.5 volts @ 0.4ms after implant. To save energy, the ac (automatic capture) feature was turned on. At the first six-month follow-up, the threshold rose up to 5.5 volts at 0.4ms. The ac feature was found to be mostly in retry mode indicative of ventricular loss of capture.